Event description:
It was observed that during the device evaluation, the front-actuated grip's probe was broken at 13.42 mm from its distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following mechanism led to the malfunction: seal & cut output was performed while thick hard tissue was gripped at the gripping tip, the probe and tissue pad came into contact at the rear end of the gripping section, causing the tissue pad to wear. As the tissue pad was worn, the probe came into contact with the non-insulating part of the gripping section. Scratches were caused due to output while the probe was in contact with the non-insulating part of the gripping section. The probe was subjected to the load of seal & cut or tissue gripping, and cracks occurred starting from the scratches. In addition, abnormal probe breakage occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.